Event description:
It was reported through a service report that the fowler ball screw weldment was bent. No adverse consequences were reported.

Manufacturer narrative:
Actuator box and cover investigation determined that the box and cover were bent. This could lead to the manual CPR release becoming inoperable.